Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted the lead was severed, both segments were returned. Trilumen insulation abrasions were noted through to the lumen approximately 282-292mm and 290-302mm from the terminal pin. The abrasions were smooth and tend to spiral around the lead. Due to the location and type of damage these were likely caused by lead-on-lead interaction.

Event description:
Boston scientific received information that that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead along with the competitor right atrial (ra) lead exhibited noise on atrial, ventricular and shock channel which was oversensed but with no reported asystole of greater than two seconds. It was suspected there was rv insulation damage or a device header issue. All other daily measurements were within normal range. Boston scientific technical services (ts) discussed myopotentials as a possible cause of the noisy signals. Additionally, noise on the atrial channel was observed with very low amplitude. These noisy signals were also seen in atrial tachy response (atr). The physician considered a system explant and/or rv lead replacement. Information was subsequently received that this system was removed and replaced successfully. No adverse patient effects were reported.